Event description:
(B)(4). The dentist reported 1 year and 2 months after the dental implant was installed in intraoral region #6 it was verified its non osseointegration. Forty-five ncm of primary stability was achieved and immediate load was performed. The implant was carried out immediately. The patient presented bone type ii.